Manufacturer narrative:
At this time the customer will not re returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4)

Event description:
(B) (6). The customer contact reported an unrequested bolus dose was delivered. At an unspecified time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 minute pt lockout, and an unspecified four hour limit. The customer contact reported after an unspecified length of time, the device powered itself off. The customer contact reported that the nurse powered the device on and reprogrammed the device with the same programming parameters. At that time while the nurse was assessing the pt's vital signs, it was noted that the display indicated 0.1mg had been delivered. It was reported that the pt had not pressed the pt pendant button. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.